Event description:
Pt was revised to address knee pain. Poly wear of the insert may have been a contributing factor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.